Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 2.75 x 28 mm stent delivery system was returned for analysis with a non- boston scientific stent protector over the stent and the product mandrel inserted. A visual examination of the stent identified damage to the proximal end of the stent. The stent struts in the fourth stent strut row from the proximal end of the stent were lifted. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped, evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found damage to the distal edge of the tip. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer lumen and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 10-jul-2019. It was reported that crossing difficulties were encountered. The target lesion was located in the left anterior descending artery. A 2.75x28mm synergy drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. There were no patient complications nor injuries reported. However, returned device analysis revealed stent damage.